Event description:
While unit was sitting, it turned on and then went into inop. Unit was on ac power. Unit also turned on while it was sitting in office and not on ac power. Internal battery was fully charged and only lasted 15 min.